Event description:
It was reported that this right ventricular (rv) lead was explanted due to no capture. This rv lead was replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.